Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. Imagery of the patient's anatomy was provided and reviewed. There was calcification present in the sinotubular junction and leaflets. A post-procedural image shows the balloon burst. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. In this case, the balloon burst was confirmed, based on the evaluation of the provided imagery. The available information suggests patient factors (calcification) likely contributed to the reported event, as there was severe calcification in the sinotubular junction and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transcarotid transcatheter aortic valve procedure, the 26mm sapien 3 ultra resilia valve was prepped in normal fashion and inserted through the sheath, and balloon alignment was performed normally. The valve was placed across the annulus and inflation was performed. At the very end of the case, the balloon ruptured. The valve was fully expanded and no leak was seen on the transesophageal echocardiogram (tee). The patient was stable the entire case. The balloon was pulled out, and no pieces were missing.